Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged. High capture threshold and variable sensing amplitudes were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.